Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose level was 229 mg/dl. Reportedly, the cartridges felt "odd" when it engaged with the pump. The customer stated that it felt like the cartridges did not sit properly. A new cartridge was successfully loaded onto the pump to address the event and insulin delivery was resumed.